Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. No frequent or recurring issues with occlusion were reported, so no further assistance was required, and the case was closed by technical support.